Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt) due to undersensing of p-waves. Programming changes were made. The patient was in stable condition.